Event description:
It was reported the pt was unable to locate his ipg with his charging system. Troubleshooting was provided as well as a replacement charging system, but neither resolved the issue. The pt stated he believed his ipg was tilted in the pocket. Surgical intervention was undertaken on (B)(6) 2014 and the physician relocated the ipg and the charger was able to locate the ipg.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.